Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided upon conclusions of the investigation.

Event description:
It was reported to arjo by the end-user that the safety side rail was broken in unknown circumstances. There was no information regarding patient involvement, and no injury was reported. Following the incident, an arjo representative performed an inspection of the involved device. It was confirmed that the safety side lower arm detached from the bed's frame. Additionally, it was found that the main, and backrest frames were bent.

Manufacturer narrative:
It was reported to arjo by the end-user that the enterprise 5000x safety side rail was broken. There was no information regarding patient involvement and no injury was reported. The device evaluation performed by an arjo representative revealed that the safety side lower arm (responsible for keeping the side rail in the raised position) detached from the bed's frame, however two side rail upper arms were still intact. The safety rails are an integral part of the enterprise 5000x bed frame. This bed has four side rails, two on each side of the bed. Apart from the damaged safety side, the main and backrest frames were bent. The circumstances in which the failures occurred are unknown. The defective bed was removed from use permanently. To conclude, the safety side rail detached partially from the bed¿s frame and from that perspective, the enterprise 5000x bed did not meet its manufacturer specification. There was no patient involved. The complaint was decided to be reportable due to the safety side rail malfunction (lower arm detached from the bed's frame).